Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Information received from broadspire: it was reported that the patient had a revision surgery. Implant sheet and operative notes from legal department identify the following: revision date (B)(6) 2016, operative side left, alleged persistent pain, alleged acetabular component loosening, alleged elevated cobalt and chromium levels (levels not reported), alleged black flaky residue consistent with corrosion, alleged failure of the cup to osseointegrate. Patient factor: hyperlipidemia.